Event description:
It was reported that approximately 9 months post implantation of a compress system, the patient experienced sudden onset pain. X-rays revealed that the anchor plug had fractured and spindle disassembled. Subsequently, the patient was revised of the compress system with a new compress system. It is noted by the reporting healthcare professional that the patient does have a high bmi that may have been a contributing cause to the event. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 178562, cps short anchor plug 20mm, lot # 063960, 178547, cps centering sleeve 25mm, lot # 65994908, 178530, cps transverse pin 6pk 44mm, lot # 813920, 178531, cps transverse pin 6pk 48mm, lot # 66150531, 178512, cps nut co-cr-mo alloy, lot # 66469877. The reported event could be confirmed via medical records. No product was returned or pictures provided; visual and dimensional evaluations could not be made. Review of the device history records identified no deviations or anomalies related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right knee oss orthopedic compress salvage system exhibits loosening at spindle bone-metal interface, spindle screw pull-out and disassociation, and abnormal angle of anchor plug with respect to with respect to the spindle component suggests fracture of the connecting bar. Review of complaint history found no additional related issues for these items and the reported part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.